Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose that day was 33.3 mmol/l with abdominal pain, extreme drowsiness, and nausea. The reporter noted the patient was treated with insulin via injection and another unspecified treatment, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. During troubleshooting, it was reported that: the pumps basal history and total daily dose basal history were appropriate for the programed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. It was reported the patient failed to bolus when appropriate, the pump¿s basal settings were incorrectly programmed, and there was an incorrect manual calculation of dosage. There was no indication or allegation of a device malfunction. The patient was referred to a healthcare provider for diabetes management. This complaint is being reported because the reported health event was attributed to a device-use-error.